Event description:
Literature was reviewed regarding comparison of two commercially available pulsed field ablation systems for atrial fibrillation. The authors described there were patients who experienced thromboembolic events, stroke, vascular site complications, and minor bleeding that prolonged the hospitalization more than 4 hours. The stroke patient presented to the emergency room after 3 days with a headache, facial numbness, and falling. An MRI showed signs of two infarcted areas. The patient had a complete recovery. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The specific details on the patients were not provided. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date, expiration date, and UDI cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: direct comparison of two commercially available pulsed field ablation systems for atrial fibrillation; procedure characteristics and acute outcomes. 2025. 1-9. Https://doi.org/10.1111/jce.16761 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.